Event description:
Bayer case number: (B)(4) then permanent pelvic pain [pelvic pain female] , intense pain during the week of implant placement [post procedural pain], pressure on the bladder [overactive bladder] , fatigue [fatigue] , for 6 months, unbearable pain at the time of menstruation with very significant discharge [pain menstrual] , for 6 months, unbearable pain at the time of menstruation with very significant discharge/ for about 6 months very painful and disabling periods with extremely significant discharge, almost haemorrhagic [heavy menstrual bleeding], ovarian pain [ovarian pain], pelvic and ovarian pain with a constant feeling of needing to urinate [urgency urination] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 05-feb-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("then permanent pelvic pain") in a 41-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced pelvic pain (seriousness criterion medically important), procedural pain ("intense pain during the week of implant placement"), hypertonic bladder ("pressure on the bladder"), fatigue ("fatigue"), dysmenorrhoea ("for 6 months, unbearable pain at the time of menstruation with very significant discharge"), heavy menstrual bleeding ("for 6 months, unbearable pain at the time of menstruation with very significant discharge/ for about 6 months very painful and disabling periods with extremely significant discharge, almost haemorrhagic"), adnexa uteri pain ("ovarian pain") and micturition urgency ("pelvic and ovarian pain with a constant feeling of needing to urinate"). At the time of the report, the pelvic pain, procedural pain and fatigue had not resolved. The outcomes for hypertonic bladder, dysmenorrhoea, heavy menstrual bleeding, adnexa uteri pain and micturition urgency were unknown. No causality assessment was received for essure with regard to procedural pain, pelvic pain, hypertonic bladder, fatigue, dysmenorrhoea, heavy menstrual bleeding, adnexa uteri pain or micturition urgency. The reporter commented: patient¿s current status: disabling pain and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Then permanent pelvic pain [pelvic pain female] intense pain during the week of implant placement [post procedural pain] pressure on the bladder [overactive bladder] fatigue [fatigue] for 6 months, unbearable pain at the time of menstruation with very significant discharge [pain menstrual] for 6 months, unbearable pain at the time of menstruation with very significant discharge/ for about 6 months very painful and disabling periods with extremely significant discharge, almost haemorrhagic [heavy menstrual bleeding] ovarian pain [ovarian pain] pelvic and ovarian pain with a constant feeling of needing to urinate [urgency urination] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 05-feb-2025. The most recent information was received on 20-feb-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("then permanent pelvic pain") in a 41-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2016, the patient had essure inserted. On (B)(6)2016, the day of essure insertion, she experienced pelvic pain (seriousness criterion medically important), procedural pain ("intense pain during the week of implant placement"), hypertonic bladder ("pressure on the bladder"), fatigue ("fatigue"), dysmenorrhoea ("for 6 months, unbearable pain at the time of menstruation with very significant discharge"), heavy menstrual bleeding ("for 6 months, unbearable pain at the time of menstruation with very significant discharge/ for about 6 months very painful and disabling periods with extremely significant discharge, almost haemorrhagic"), adnexa uteri pain ("ovarian pain") and micturition urgency ("pelvic and ovarian pain with a constant feeling of needing to urinate"). At the time of the report, the pelvic pain, procedural pain and fatigue had not resolved. The outcomes for hypertonic bladder, dysmenorrhoea, heavy menstrual bleeding, adnexa uteri pain and micturition urgency were unknown. No causality assessment was received for essure with regard to procedural pain, pelvic pain, hypertonic bladder, fatigue, dysmenorrhoea, heavy menstrual bleeding, adnexa uteri pain or micturition urgency. The reporter commented: patient¿s current status: disabling pain and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.